Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was returned and analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of a leadless implantable pulse generator (ipg), there were high thresholds and impedances measured during several deployment attempts. When the system as removed from the body, a blood clot was found surrounding the device's tines and electrode. The system was not used, and another system was implanted successfully. No patient complications have been reported as a result of this event.